Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger would not power on. She reported that upon plugging into the outlet, a small spark occurred. The pt was issued a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (won't power on / spark) has been confirmed. As rec'd, the charger/modem would not power on. Upon eval, the power supply cord was cut. The cause of the inability to power on and the spark upon insertion into the outlet is the damaged power supply cord cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.